Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they had the implant done in 2022 and it was not successful to help their symptoms. Patient said they kept talking to manufacturer representative (rep) about it and made adjustments but nothing ever worked. Pt said they think the reason it did not work was due to how the doctor inserted the wire. Pt said their new implant surgery was done and "so far so good." The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97800 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostimulator. Product ID 978b128 lot# va2pb1a implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.